Event description:
During a f/u phone call to the home pt's nurse in 2008, regarding a 2240 alarm it was learned that the pt had been diagnosed with peritonitis one month prior. A peritonitis worksheet was completed. The pt's nurse believes that the pt's pet cat was the root cause of the peritonitis as the cat had been chewing on the pt's lines. The pt cultured positive for serratia marcescens in 2007. Whether a set used prior to the incident was associated with this pt's peritonitis is unk, but there is no info to reasonably suggest so. In fact, the pt's nurse believes that the pt has broken procedure by allowing her cat in the room and the cat has been chewing on the tubing. So it is possible that the cat chewing lead to a break in the sterility of the set. This is a use error to allow the cat in the room. The peritonitis related to a use error would be a MDR reportable incident for serious injury.

Manufacturer narrative:
The actual sample was not returned to baxter for eval. However, baxter is monitoring similar events and a f/u report will be submitted should significant info become available.